Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor prompt occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.